Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 9mm x 40mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation. There were no reported injuries to the patient. The target site vessel was severely tortuous and calcified with a 70% stenosis. The device was stored and prepared according to the instructions for use (IFU), with no difficulty removing any sterile packaging components or the protective balloon cover, and it maintained negative pressure during preparation. The device was able to cross the lesion without kinking at any time during the procedure, was removed easily from the patient, and was removed intact in one piece. Additional details were requested but were not provided. The device will be returned for evaluation.